Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a dental needle. Customer reports a needle broke off in a child's mouth. Customer states they used college pliers to reach in and pull the needle out.